Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the fiber broke. The physician tested the fiber, and a flash of light came from the break location, hitting a person in the room. There was no burn and no treatment was needed for the person hit by the flash of light. The fiber was not utilized to treat the patient. The procedure was completed via an alternate method. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the fiber body did not exhibit any breaks. The fiber connector exhibited burn marks on the face. The fiber was connected to the test console and the aiming beam was dim and round. The console read, error #67: fiber expired. Connect new fiber and resume operation. The reported fiber break was not confirmed.

Event description:
It was reported that during preparation for a prostate enucleation procedure, the fiber broke. The physician tested the fiber, and a flash of light came from the break location, hitting a person in the room. There was no burn and no treatment was needed for the person hit by the flash of light. The fiber was not utilized to treat the patient. A second fiber was opened but it also broke resulting in another burn back. The procedure was completed with a third fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis of the fiber body did not exhibit any breaks. The fiber connector exhibited burn marks on the face. The fiber was connected to the test console and the aiming beam was dim and round. The console read, error #67: fiber expired. Connect new fiber and resume operation. The reported fiber break was not confirmed.

Event description:
It was reported that during preparation for a prostate enucleation procedure, the fiber broke. The physician tested the fiber, and a flash of light came from the break location, hitting a person in the room. There was no burn and no treatment was needed for the person hit by the flash of light. The fiber was not utilized to treat the patient. A second fiber was opened but it also broke resulting in another burn back. The procedure was completed with a third fiber. There were no patient complications.

Event description:
It was reported that during preparation for a prostate enucleation procedure, the fiber broke. The physician tested the fiber, and a flash of light came from the break location, hitting a person in the room. There was no burn and no treatment was needed for the person hit by the flash of light. The fiber was not utilized to treat the patient. A second fiber was opened but it also broke resulting in another burn back. The procedure was completed with a third fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.